Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the replacement line y connector of a prismaflex m100 set during priming. There was no patient involvement. No additional information available.

Manufacturer narrative:
Additional information was added to h3, h6, h11: h11: the actual sample was not available for investigation however a photograph and a video were provided for evaluation. The photo and video were reviewed and showed a leak from the y replacement multi connector . The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.